Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was not pacing/sensing properly. As a result the patient received inappropriate shocks due to noise. The pace/sense portion of the lead was capped. The defib portion of the lead remains active.